Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction. In this case there are new findings: damage on coupler unit, poor water-tightness of cable unit, water tightness is lost and there's disconnection in sw fpc. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage on coupler unit, poor watertightness of cable unit, lost water tightness, and disconnection in switch flexible printed circuit unit (sw fpc). There was no patient involvement.